Manufacturer narrative:
Continuation of d10: 6250vic catheter implanted (B)(6) 2025 479888 lead implanted (B)(6) 2025 c315s502 catheter implanted (B)(6) 2025 w4tr04 crt-p implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation, the catheter had a malfunction where a backflow prevention valve occurred. Despite the presence of the valve, blood leakage was observed and could not be stopped. The catheter was flushed with the lead inserted and was then removed from the patient for inspection and a significant amount of leakage occurred from the backflow prevention valve. The catheter was subsequently removed. No patient complications have been reported as a result of this event.